Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Explant date - date was updated to reflect a different unknown hip. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00822 & 03216 / 03218).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported patient enrolled in a clinical study underwent a left total hip revision procedure on (B)(6) 1986. Subsequently, patient underwent a revision procedure on (B)(6) 1990 for unknown reasons. Patient underwent a hardware removal procedure on (B)(6) 1992. It was further reported patient underwent a revision procedure on (B)(6) 2005 for unknown reasons. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. The modular head, acetabular cup and liner were removed and replaced.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients in the joint assist database. It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2006 due to dislocation. The modular head, acetabular cup and liner were removed and replaced. It has been reported that the patient underwent four of additional surgeries prior to the revision.